Manufacturer narrative:
Device evaluation: the device evaluation of the echo-19 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a physical examination and document-based investigation was conducted. Clarification was sought from the customer as below: query: can you please find out if this was discovered during the procedure or during the expelling of the sample. Response: this happened when the sample was being expelled and someone threw away the broken needle. I found out yesterday. Query: a there was no mention of a broken needle in the original complaint. Can you clarify if there was a distal or proximal break in the needle based on the previous response and when the needle broke or do you mean by the ¿broken needle¿ the needle that wouldn¿t retract when expelling the sample. Response: sorry I was referring to the needle being broken as not being able to retract after putting the needle out to expel the sample. False alarm! Another clarification was sought from the customer regarding images as below: query: during the initial call I have down that there is an image available of the device. Do you have an image of the defective needle, g31520-echo-19? If so, can you please reply to this email with the image. Response is yet to be received. If the images are provided in the future, the complaint will be updated accordingly. Manufacturing records: prior to distribution, all echo-19devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2180382 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined. A possible root cause could be attributed to the device possibly being held at an angle when trying to withdraw the needle or in an un-favourable position. It is also possible that the needle may have become kinked at some point during the procedure (set-up or during use) on device that was not visible to user for example within handle or under sheath extender. This in turn may have caused the needle retraction issue. Summary: according to the customer, the needle would not retract into the sheath. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on customer and /or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined. A possible root cause could be attributed to the device possibly being held at an angle when trying to withdraw the needle or in an un-favourable position. It is also possible that the needle may have become kinked at some point during the procedure (set-up or during use) on device that was not visible to user for example within handle or under sheath extender. This in turn may have caused the needle retraction issue. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6) 2025. The following information has been received via email on 14may2025. Can you please find out if this was discovered during the procedure or during the expelling of the sample. "This happened when the sample was being expelled and someone threw away the broken needle. I found out yesterday." A there was no mention of a broken needle in the original complaint. Can you clarify if there was a distal or proximal break in the needle based on the previous response and when the needle broke or do you mean by the ¿broken needle¿ the needle that wouldn¿t retract when expelling the sample. "Sorry I was referring to the needle being broken as not being able to retract after putting the needle out to expel the sample. False alarm! "

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported by the district manager: during a liver biopsy the needle would not retract into the sheath, unclear at this time if it were during the procedure or during the expelling of the sample. They were able to complete the procedure using the device, no harm to patient. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) Liver please describe the size of the intended target site. Unknown was gaining access to the target site difficult? Unknown was puncture of the targeted site difficult? Unknown what is the scope manufacturer and model number that was used? Olympus gf-uct-180 was the scope recently service/repaired? Unknown was the device used in a tortuous position? Unknown are images of the device or procedure available? Yes of the device. Was the device damaged in packaging before removal? Unknown was the device damaged on removal from packaging? Unknown was force required to remove the device? Unknown when was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Unknown were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no if not with the device in question, how was the procedure performed and/or finished? The device was used to complete the procedure did the patient require any additional procedures as a result of this event? No if additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? N/a